Event description:
New information received notes that the ra and rv leads were explanted and replaced due to fracture. The patient was discharged in stable condition.

Manufacturer narrative:
The reported events were lead fracture and noise. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual inspection of the lead found an external insulation abrasion breaching the ring electrode cable lumen with abraded ring electrode etfe cable coating and one of the cables got separated due to abrasion at the distal region of the lead. The cause of the reported event of noise was isolated to the external insulation abrasion breaching the ring electrode cable lumen and abrading the ring electrode etfe cable coating consistent with friction to another device or feature of the heart. The reported event of fracture was not confirmed. X-ray examination did not find any indication of conductor fractures.

Manufacturer narrative:
Correction: b6.

Event description:
Related manufacturer report number: 2017865-2024-72149. It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that the right ventricular (rv) and right atrial (ra) leads exhibited noise. Rv lead noise was over-sensed. Noise was unable to be reproduced in-clinic and a chest x-ray was unremarkable. No interventions were reported. The patient was stable.